Event description:
(B)(6) 2013 - we were informed that this device had been explanted for the reason previously reported.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol1. A number of 14 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The memory content of the device was inspected and confirmed an elevated current consumption. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
Our MDR - during the interrogation of the device the warning message "elevated power consumption" was noted. The pt experienced a tachycardia episode and the device was able to deliver therapies as expected. No adverse pt side effects have been reported. This is all the available info at this time. The dates of implant, explant and event were not provided. It is unclear if this ICD remains implanted.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device as well as on the returned device data. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed that the current consumption of the device is higher than expected, confirming the clinical observation. Based on the available info the origin of the increased current consumption was not determinable. However, this earning message is indicating that a damaged component on the electronic module of the device might be the root cause of the clinical observation. Further investigations of the returned info indicated, that apart from the increased current consumption the therapy functions of the device are functioning normally. It is worthwhile to note that since the origin of the increased current consumption was not determinable, a definite prognosis of the future capability of the device to deliver therapies cannot be given. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing . The analysis of the returned device data confirmed the clinical observation. Furthermore analysis indicated at this point of the evaluation that the therapy functions of the device are functioning normally. Should additional info become available, this event will be updated.